Event description:
New information notes that on (B)(6) 2023, the physician elected to cap and replace the right ventricular (rv) lead was.

Event description:
New information notes that on (B)(6) 2023, the physician elected to cap and replace the right ventricular (rv) lead was. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance and mode switch on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.